Event description:
Report received indicated that there was in stent restenosis and the balloon was reported to have ruptured. About a year ago, the palmaz stent was implanted to the common iliac artery, however, patient returned with in stent restenosis, therefore, angioplasty procedure was being performed. There was no information available regarding the stent implanting procedure. The vessel was not calcified, had moderate tortuosity and % stenosis is unknown. The balloon catheter was advanced and position over the restenosed stent. Thereafter, the balloon was inflated using an indeflator, however, the balloon ruptured at 5 atmospheres. The physician tried to remove the balloon through the sheath introducer (si), however, there was a difficulty removing the balloon through the si and the sheath was exchange from a 4f to 6f. The 6f si did not help and the sheath introducer was exchange one more time for an 8f. Subsequently, the balloon catheter system was removed from the patient. There was no adverse consequence to the patient. The balloon catheter will be returned for evaluation, however, the palmaz stent remains implanted in the patient. This is one of two products involved in the same patient and reported under manufacturing number 9610978-2007-00137 and 9610978-2007-00138.

Manufacturer narrative:
Ni